Event description:
It was reported to abbott a patient twiddles their ipg causing the leads to twist and eventually fracture. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.